Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) did not observe a 'cal' message on the fraction of inspired oxygen (fio2) icon after calibrating the oxygen (o2) sensor successfully. The electronic patient gas system (epgs) was powered up and good o2 and air flow was established. The o2 sensor calibrated successfully. The srt replaced the sechrist blender as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The customer electronic patient gas system (epgs) logs were reviewed. It was observed that there were seven logs from 05aug2020 to 06aug2020 with a 'oxygen (o2) sensor and blender disagree' message. The pressure balancing module (diaphragm) may be getting stuck and not allowing the proportioning module to mix gases correctly causing an 'o2 sensor and blender disagree' message. Per the data log analysis, on 05aug2020 at 08:04:00 the gas system was successfully calibrated. At 12:34:15 the fraction of inspired oxygen (fio2) was set to 0.702 (70.2%). At 15:51:03 the flow was set to 1.7 liters per min (l/min). At 15:55:20 the gas system reported the o2 sensor and blender disagree (sensor= 82.5%, blender=70.2%) the sensor measured o2% 12.3% higher than the blender setting. This will cause the gas system to indicate calibration was needed as reported. If back pressure increased after calibration was performed the o2 sensor will measure o2% high. It is possible that the output of the gas system was not connected to the circuit when calibration was performed. Back pressure would increase when the circuit was connected. The o2 sensor and blender came back into range of each other (<10%) which automatically clears the calibration needed indication. This cycle happened three more times. The data log review confirms the complaint. The log shows the same behavior on 06aug2020 as well.

Manufacturer narrative:
The field service representative (fsr) could not verify the ¿cal¿ message, but the logs did verify that there was an ¿out of range fio2¿ event. Electronic patient gas system (epgs) was removed and a pole mounted blender was installed. The unit operated to the manufacturer¿s specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was displaying a ¿cal¿ message over the fraction of inspired oxygen (fio2) icon after calibrating successfully. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.